Manufacturer narrative:
Analysis found the unit with broken clamps. It was replaced with new clamps. The device has been successfully repaired, tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring patient interface was broken. There was no known patient impact.